Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
The customer reported having poor image quality on both of their probes using this sr8 unit. Verified their other sr8 works fine with same probes. Verified sw version is up to date. Also verified the customer has tried the various filters and contrast adjustments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. The ultrasound image produced is comparable to acceptable samples. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation h3 other text : evaluation findings are in section h11.

Event description:
The customer reported having poor image quality on both of their probes using this sr8 unit. Verified their other sr8 works fine with same probes. Verified sw version is up to date. Also verified the customer has tried the various filters and contrast adjustments.